Event description:
The seat is cracked and the end user fell while using the rollator.

Manufacturer narrative:
(B)(4). No serious injury alleged. Malfunction alleged. The seat is cracked and the end user fell while using the rollator. No injury or medical intervention were reported.